Manufacturer narrative:
The device has been received for investigation. Investigation pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that a propofol infusion in a glass vial was placed on tubing 14687-28 and lot # 13493413. In the middle of the infusion, medication stopped flowing from the bottle and air alarms occurred. Back priming with a syringe was attempted but unable to troubleshoot the air. They restarted the infusion, and the intubated critical patient woke up. They believed that a new infusion with a new bottle and tubing was started. Upon inspection of the tubing, it was noted that the air vent was open. Proximal tubing was void of medication, bottle and drip chamber contained medication. It was further stated that they noticed that the clave on the line b appeared abnormal. There was no air noted past the cassette or distal to cassette. Medical intervention was required due to the patient needing to be bolused with fentanyl. The issue was resolved by restarting the pump. The status of the patient was sedated and had no purposeful movement. The infusion started with a full 100ml bottle, and it was set up at 40ml/hr continuous infusion. There was 40-50ml left in the bottle when the issue was noted, and it was expected that there would be 40-50ml left when the issue was noted. The tubing was replaced, and the therapy was resumed. There was patient involvement and a delay in therapy, however no report of patient harm.

Manufacturer narrative:
Two photos were provided by the customer. There was air in line visible between the drip chamber and the cassette. Received one used 146870489 primary plum set for inspection. As received, air was observed between the drip chamber and the cassette. The product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The test was ran again with the unknown mating device and there was a distal occlusion alarm. The reported complaint of air between the drip chamber and cassette can be confirmed from the photo provided. The probable cause is unknown. The complaint was unable to be replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.